Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was when the pts ins was installed the ins was put in lopsided making it incredibly difficult to get a coupling bar of charge when recharging the ins. Pt said it was aggravating that they had to lay for 3 hours and they were lucky if they got one bar, they would not be able to get the ins to fully charge in one recharge session because of the way it was installed. Pt said the ins was not working the way it was supposed to and after 6 years the pt gave up and had not used the ins in 9 months for they let the ins go dead. Now starting today they tried to recharge the ins since they would be traveling and they kept getting the screen reposition antenna. The pt had a settlement to compensate them with their medical needs which would allow the pt to get 5 ins every 30 years but the pt did not know if they would get another one since their sciatic was bad and they had lower back pain. Pt noted they had tried to focus and it did not work out the way it was supposed to. Pt noted the issue maybe two or three weeks after getting the ins. Pt told their doctor that the programming was not good enough for their lower back for they had severe pain all the time. Pt had their ins programmed twice and it was aggravating after two times